Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported the patient had difficulty charging the device/stimulation. The patient was non-compliant with the recharge process, and forgot to recharge. Etiology indicated this event was related to the device or therapy, but not related to the implant procedure. The patient desired a non-rechargeable battery. The battery was replaced. No symptoms were reported. The outcome was noted as ongoing. The indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.